Event description:
It was reported that the iab was inserted transthoracically and the following day, flecks of blood were noted in the helium tubing. The pt was taken to the operation room for removal of the iab. Another insertion was not indicated. There were no pt complications.